Event description:
It was reported that during surgery surgeon tried to implant insert, but the insert would not sit into the tibial tray. S&n backup available. No surgical delay or injury to patient reported due this event.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment determined that the issue does not meet the threshold for reporting and is a non-reportable event, as this malfunction has not caused or contributed, in the past, to death or serious injury, and it does not have the potential to do so if it was to recur.